Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible inappropriate therapy for a possible supra ventricular tachycardia (svt) detected as ventricular fibrillation (vf) and shocks were provided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information + correction: b5 correction: h6 (ime/annex e) removal of e060110. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the cardiac resynchronization therapy defibrillator (crt-d) possibly provided inappropriate therapy. As an atrial arrhythmia was in progress at the time of a treated ventricular fibrillation (vf) episode. Follow up confirmed, inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported, as a result of this event.